Event description:
It was reported that t-wave over sensing was observed. An additional pace/sense lead was implanted and the lead remains in use as defibrillation lead only. All measurements were fine. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).